Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r-waves, short v-v intervals and a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.